Manufacturer narrative:
Block a: the patient's dob or age at time of event, gender, sex, weight, ethnicity, and race are unknown. This information was not available from the facility. Block b6/b7: patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Blocks d4/h4: the lot number was not provided; thus, the following information are unknown: model #, catalog #, unique ID, expiration date, and manufacture date. Blocks h3/h6: the angiosculpt device was not returned by the facility, thus no product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
An angiosculpt catheter was used in a coronary procedure. During use, a partially flow limiting dissection was noted. No further information available. This adverse event is being submitted due to a dissection. There was no alleged malfunction with the angiosculpt catheter.